Event description:
The iab was inserted into the pt in 2000 at 3:37 a.m. And removed at 2:26 p.m. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Also the pt had minor ischemia and removal of the iab was required. The iab was not returned to datascope. Event complications: severe bleeding-transfusion/minor ischemia-rpt'd 08/07/2000. Pt's current status: expired-prt'd 08/07/2000.